Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 34mg/dl, 48mg/dl and 51mg/dl. Customer also states that when blood glucose was 34mg/dl sensor shows 95mg/dl which was treated by drinking sugar water. Insulin pump will not be return for analysis.